Manufacturer narrative:
Evaluation summary: a review of the technical service onsite showed no abnormalities that could have contributed to this event. The laser was successfully verified prior and after the treatment. Review of the logfiles for the day of treatment shows during start up the vacuum check and the energy check were performed without issue. The user performed the ablation check successfully without issue and also the image of the ablation check shows no deviations. The logfile shows 6 successfully performed treatments. The user did not renew the energy check during the day so the treatments are out of the recommended time range to the last energy check. The logfile shows the user got some trouble during the docking, but was always able to get valid values ad start the treatment. Further the logfile shows no error or warning messages or other issues during the complete day and also the energy stayed stable and showed no abnormalities. No problem with the system can be identified by reviewing the logfiles. Sample has not been returned to wavelight. Root cause: rainbow glare effect is a general side effect that is mentioned in the laser system's manuals. Usually the effect disappears as the cornea start to close the gaps created by the photo disruption. Rainbow glare is referred to a mild and occasionally reported side effect described after lasik using a femtosecond laser system. The cause of the rainbow glare is referred as the diffraction of light from the scanning pattern created on the back surface and in the stromal bed of the lasik flap after femtosecond laser flap creation. The onset of symptoms typically occurs during the immediate postoperative period, and resolves within several months.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
An ophthalmologist reported that following lasik surgery, the patient presented with rainbow glare in both eyes. The glare was reported at the one day and one week postoperative visits. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.